Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced depression ("depression"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and depression outcome was unknown. The reporter considered depression and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: reporters, patient demographics were added. Added event she had hysterectomy, thus case now considered serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy/b-post essure') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced depression ("depression"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the depression had not resolved. The reporter considered depression and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: outcome of depression was updated. On 20-mar-2020: essure insertion date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy/b-post essure') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced depression ("depression"), thrombosis ("I got a clot"), rheumatoid arthritis ("rheumatoid arthritis"), systemic lupus erythematosus ("lupus"), coital bleeding ("bleed after sex"), haemorrhage ("issue with hemorrhage"), stress urinary incontinence ("stress incontinence"), chromaturia ("very dark urine"), hyperhidrosis ("sweating") and pruritus ("itchy skin"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, thrombosis, rheumatoid arthritis and systemic lupus erythematosus outcome was unknown and the depression had not resolved. The reporter considered chromaturia, coital bleeding, depression, haemorrhage, hyperhidrosis, medical device removal, pruritus, rheumatoid arthritis, stress urinary incontinence, systemic lupus erythematosus and thrombosis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event I got a clot was added. Reporter was added. On 23-mar-2020: social media received: reporter was added and events rheumatoid arthritis and lupus were added. On (B)(6)2020: non significant coding correction performed. On 23-mar-2020: follow up 8,9,10 information received via social media: new event -itchy skin, sweating, very dark urine, stress incontinence and reporter information were added. On 23-mar-2020: follow up 8,9,10 information received via social media: new event -issue with hemorrhage and reporter information were added. On 23-mar-2020: follow up 8,9,10 information received via social media: new event - bleed after sex and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.